Manufacturer narrative:
Product has not been returned. Product was discarded. Some x-rays documenting the abutment screw fracture was sent by dentist. Product was discarded.

Event description:
Customer reported that the screw broke in the patients mouth. They were able to retrieve it, but it was discarded so they will not be able to send the broken portions back.

Manufacturer narrative:
The complaint was confirmed based on x-rays provided by the dentist. The product did not return. Product was discarded by the dentist. The abutment screw was fractured upon review of the x-rays. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.